Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator ins for spinal pain. It was reported that there was something wrong with the controller. It was reported that the controller hasn't been working properly. It was reported that the controller was very slow and takes a long time to charger up the implant. The patient reported that the night prior to the report, it took hours to charge up and kept staying on 30%. The patient reported that the had pain.

Manufacturer narrative:
Concomitant medical products: product :97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of the paddle resolved the recharging and pain issues.